Event description:
Ai received aug 09 2024 indicates after intense ablation in the left atrial, when the physician started ablation again on the maestro400, error "d05 excessive temperature" was observed. Then the physician noticed saline leakage on the irrigation tube near the luer port on the catheter handle. The catheter was exchanged and the procedure continued successfully with no patient complications. The catheter is expected to return.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Device technical analysis: the device was received for analysis photographs provided made it possible to confirm that tubing set was damaged. During the product analysis was found that the device has the irrigation tube partially detached, consequently confirming the reported complaint.

Event description:
Ai received (B)(6) 2024 indicates after intense ablation in the left atrial, when the physician started ablation again on the maestro400, error "d05 excessive temperature" was observed. Then the physician noticed saline leakage on the irrigation tube near the luer port on the catheter handle. The catheter was exchanged and the procedure continued successfully with no patient complications. The catheter is expected to return.